Event description:
Technician alleged the head of the bed will not raise. No patient impact.

Manufacturer narrative:
The technician inspected the bed and found the cause to be the head up valve. The technician replaced the head up valve to resolve the issue.